Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. The device evaluation revealed that the drill performed according to all specifications, however, the pneumatic hose assembly was damaged. It is unknown how the hose damage occurred, but may be the result of mishandling. The hose assembly was replaced and the drill was returned to the user facility.

Event description:
It was reported that during the cleaning process, the pneumatic drill leaked oil. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, an no other adverse consequences were alleged with this event.